Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that percuflex plus ureteral stent was to be used in a flexible lithotripsy procedure in the ureter. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that percuflex plus ureteral stent was to be used in a flexible lithotripsy procedure in the ureter. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Additional information received clarified that the coil/pigtail was detached at the end of the stent.

Manufacturer narrative:
(B)(6). Blocks a2, b5 and h6, have been updated based on the additional information received on september 07, 2025. Additional information was received from the complainant on september 07, 2025, clarified that only the pigtail/coil was detached at the end of the stent. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.